Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient is experiencing pain, swelling and implant loosening after knee arthroplasty.

Manufacturer narrative:
This follow-up report is being filed to relay additional and corrected information, which was unknown at the time of the initial medwatch. (B)(4). This report is number 1 of 4 mdrs filed for the same patient (reference 1822565-2016-03948, 04708, 04709, 04710).

Event description:
Patient reported experiencing limited range of motion, limping, pain, swelling, tibial and shin pain and tibial component subsiding. Patient was prescribed physical therapy but was non-compliant. No revision has been reported.

Manufacturer narrative:
Upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event.